Event description:
It was reported that electrical measurements during home monitoring revealed increased pacing lead impedance. Externalized conductors were observed via fluoroscopy. No intervention was performed at this time. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.